Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af). A code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. Following the recent device changeout, the shock impedance measurements were in the 60 ohms range and slowing rising up to the 70s. Additionally, the rv lead was programmed to reversed polarity. Some delivered impedance measurements were in the 110s-120s ohms range with other measurements triggering code 1005. Prior to the last device changeout, shock impedance measurements started in the 50 ohms range and gradually rose to 75 ohms, consistent with calcification. Subsequently, the ICD was turned off, and both the ICD and rv lead were surgically abandoned and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af). A code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. Following the recent device changeout, the shock impedance measurements were in the 60 ohms range and slowing rising up to the 70s. Additionally, the rv lead was programmed to reversed polarity. Some delivered impedance measurements were in the 110s-120s ohms range with other measurements triggering code 1005. Prior to the last device changeout, shock impedance measurements started in the 50 ohms range and gradually rose to 75 ohms, consistent with calcification. Subsequently, the ICD was turned off, and both the ICD and rv lead were surgically abandoned and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.